Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: product ID: 4524-53, lead, implanted: (B)(6) 1993. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Ventricular lead impedance stable at approximately 275 ohms throughout record. Impedance at device implant was 318 ohms and lifetime minimum impedance 250 ohms. Ventricular lead polarity switch occurred on 2014-(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the device checkup, there was a lead warning displayed due to lead polarity switch on the right atrial (ra) and right ventricular (rv) leads. The sales rep briefly confirmed, the ventricle had under-sensing and it had pacing by competing with own qrs. Ventricular sensitivity was changed. Tests including pressing hands together were carried out, but over-sensing was not detected. It seems that the patient kept lower impedance for a while. This time, under-sensing was also detected and impedance was lower than before. The pacemaker check was conducted again. It was noted the pacemaker did not have any abnormal operation in unipolar setting. The leads remain in use. No patient complications have been reported as a result of this event.